Event description:
It was reported that the patient was implanted with their initial implantable neurostimulator (ins) on the right side. Six months later the patient¿s body rejected the ins and the ins came out of the body through the patient¿s skin and had to be removed in their health care provider¿s (hcp¿s) office. It was further reported that the component involved in the event was the ins. There was exposure of the nerve generator and it was not infected. The troubleshooting done to provide insight to the issue was a physical exam and the action taken to resolve the issue was surgical removal. The cause of the event was not determined and it was unknown if it was device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va08a70, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).